Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima-ii¿ catheter the end cap fell off and leakage occurred. Device was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, an induced abortion was given at 10:00. When the patient was punctured, the cap of the indwelling needle was found to have fallen off and leaked. The indwelling needle was replaced immediately, and no adverse effects were caused to the patient.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2054811. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii¿ catheter the end cap fell off and leakage occurred. Device was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, an induced abortion was given at 10:00. When the patient was punctured, the cap of the indwelling needle was found to have fallen off and leaked. The indwelling needle was replaced immediately, and no adverse effects were caused to the patient.